Event description:
Member received inaccurate opening and closing pressure during her lumbar puncture due to a faulty lot of manometers and or stopcocks in our lumbar puncture trays. Staff noticed a leak of csf fluid between the manometer and stopcock. A new tray was opened and replaced with new equipment, but there was still a leak. He then proceeded to exchange the manometer for a third time and there was still a leak. Carefusion adult lumbar puncture trays cat# 4301c, lot no: 0001417243, contain faulty manometers and or faulty stopcocks. Notification made to all departments to check current inventory with the affected stock number. FDA safety report ID# (B)(4).